Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022 with blood glucose of 652 mg/dl and stayed overnight. The customer's current blood glucose is 500 mg/dl. The customer did experience the symptoms such as confusion, feeling sick, unwell, flu, headache, tired weak, extremity pain, cramps and increased thirst. The customer was treated by insulin drip. Customer stated that retainer ring was cracked and reservoir was able to lock in place. Customer stated that retainer ring was missing and black housing was chipped off. Troubleshooting was performed. No further patient complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = missing. Customer returned insulin pump for an alleged cosmetic damage located at the retainer ring, visit to emergency room and was hospitalized for high bgs and diabetic ketoacidosis found on september 20, 2022. Insulin pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Also, hardware low level failures error alarm during self test. Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. Hardware low level failures error alarm (variableinfo = 03) was recorded and found in the formatted history file on: (B)(6) 2022 11:25:17.000the keypad overlay was removed to perform visual inspection and found a broken trace on keypad assembly. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board force sensor, motor and vibrator assembly noted. A test case was used and the original electrical board internal battery and motor were installed. Powered the electrical board on using the aa 1.5volt battery. The insulin pump was able to navigate the menu and continued testing the insulin pump passed the self test. No unexpected hardware low level failures error alarm noted when using the test case. Hardware low level failures error alarm (variableinfo = 03) during self test was confirmed due to a broken trace on keypad assembly. Force sensor zero offset within specification (23.0 millivolt). The motor was tested outside of the device on the ngp stb3 and passed. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a end cap address label missing. A missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer were confirmed. Unable to complete the functional testing (perform the displacement test, occlusion test and delivery accuracy test) due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Unable to verify customer alleged for high bgs and diabetic ketoacidosis the force sensor is within specification and the motor functioning properly. Hardware low level failures error alarm (variableinfo = 03) was confirmed. Hardware low level failures error (variableinfo = 03) during self test due to a broken trace on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.